Manufacturer narrative:
The hba1c reagent lot number and expiration date were not provided. A general reagent issue can be excluded as no further cases were reported, and a correct rerun was performed with the same reagent. The instrument was already deinstalled, and no further investigation could be performed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 3 patients' samples tested with hba1c on a cobas c 513 analyzer. Sample 1: initial result: 7.10 %. Repeat result: 5.11 %. Sample 2: initial result: 14.6 %. Repeat result: 5.64 %. Sample 3: initial result: 11.87 %. Repeat result: 5.69 %. The samples were repeated on either 18-sep-2025 or (B)(6) 2025.